Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly was alarming and reaching the pressure limit during the evaluation at the manufacturer's service center. The service technician confirmed the issue. The device's zero board was replaced to address the issue.

Manufacturer narrative:
Evaluation still in process.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. During the evaluation of the device at the manufacturer's service center, the device was alarming and reaching the pressure limit. The device was not in patient use. The device evaluation has not yet been completed by the manufacturer. At this time, the device evaluation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.